Event description:
Customer's mother reported on behalf of her child that the data from the librelink application was partially transmitted to libre view. It was further reported that due to this issue, the customer's glucose level could not be monitored and therefore experienced hyperglycemia requiring treatment with insulin provided by mother. During troubleshooting it was noted that the libre link was installed on two smartphones. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that data from the freestyle librelink app was not transferred to librelinkup. Per troubleshooting information, the user had installed freestyle librelink on multiple devices, however only the device that has most recently installed freestyle librelink will be able to transfer data to libreview and librelinkup. The user was advised to have freestyle librelink installed on only one device. The user complaint was not able to be replicated as the glucose data from freestyle librelink was able to be viewed successfully in librelinkup. The application was functioning as intended, therefore the complaint is not confirmed. No malfunction or product deficiency was identified. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her child that the data from the libre link application was partially transmitted to libre view. It was further reported that due to this issue, the customer's glucose level could not be monitored and therefore experienced hyperglycemia requiring treatment with insulin provided by mother. During troubleshooting it was noted that the libre link was installed on two (B)(6). There was no report of death or permanent injury associated with this event.